Event description:
On 04/02/2009, the patient reported the display screen of his insulin infusion device is faded down the middle. He stated, he noticed this 2 or 3 days ago. He said the minutes of the current time area and everything under it is completely faded out, but that everything to the left and right of center is clear and readable. He changed to a new battery during the report, but there was no improvement in the screen display. He was advised to switch to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.